Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the power consumption for this device has increased two times in the past year. A review of the device data determined that the current power consumption appears to be high because of high rate atrial sensing. The current average atrial rate is 254 bpm. It was noted that the device is programmed to vvir but the atrial lead is still programmed on. The physician programmed the atrial lead off. No adverse patient effects were reported.